Event description:
It was reported that the device does not recognize the connection of the test plug. The device will defibrillate in manual mode, but therapy waveform (paddle lead) is not available in either manual or advisory mode. The fault was discovered during routine testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause was determined to be due to a failure of the system pcb assembly. After replacing the system pcb assembly, proper operation was confirmed. The device will be returned to the customer.